Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the lead (sn (B)(4)) found that the lead body conductor was broken at the anchor site. It was noted that conductors # 0 - 4, 6, and 7 were broken 14.7 cm from the distal end. It was noted that the functional test showed the broken contacts to have been open and conductor #5 to have an impedance of 5.3 ohms. It was noted that there were no shorts.

Event description:
Additional information received eight days later reported that the patient's electrodes were still out of range pre operatively. It was noted that the intraoperative x-rays showed the leads had migrated down a couple of electrodes. The doctor reportedly put the existing lead in the multi-lead trialing cable (mltc) and ran impedances which were still out of range. A new lead was then implanted. It was noted that the patient was doing well post operatively and was programmed to cover her left hip well. It was noted that the lead was sent to pathology to be released for return as the doctor was interested in the outcome of lead testing. Additional information received that same day reported that the patient was receiving effective therapy. Additional information received one day later reported that the percutaneous lead was replaced as the surgical lead did not migrate down. The out of range electrodes were # 8, 10, 12, 14, and 15 with impedances of > 10,000 ohms on each contact. Additional information received six days later reported that the patient was feeling tingling where she needed it. It was noted that the patient was "just having some procedural pain only." If additional information is received, a supplemental report will be filed.

Event description:
The patient fell on the ice last thursday and stated ¿I don¿t know if I pulled something or what but I get stim in both legs and a real strong jolting at times¿. Previously, the patient just had stimulation in her left leg. Stimulation in the wrong location and shocking/jolting sensation was noted. The patient had to turn her ins way down and had less than 50% therapy relief. The patient has an appointment with her doctor on (B)(6) 2014. Action has not been taken yet but was planned. It was later reported on (B)(6) 2014 that the patient was scheduled for a lead revision on (B)(6) 2014. The company representative additionally reported on (B)(6) 2014 that the patient¿s electrodes were out of range. The patient twisted to catch herself when the fall occurred. Additional information has been requested.